Event description:
Customer reported that the reservior leaked into the reservoir compartment of the pump during priming.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this rpeort complete to the best of our knowledge.